Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer. A product evaluation was performed by a quality engineer. The sample was returned with original pouch and labeling identifying it as item 1884016hr/ lot h8286825, rad 60 blade, 4mm. The tip of the blade was distended. The dovetail spiral wrap was unwound, as well as the inner spiral wrap. The sample was examined under 20x magnification. Within the spiral wrap segments there was some bio-debris present. No damage to the outer teeth was apparent. The hub exhibited displayed indents prior to the proper locking position. This indicates that the user had difficulty loading the blade into the handpiece and if the blade had been used in this improper position it may have contributed to the failure of the spiral wraps. The blade was tested with an m4 handpiece and was able to be loaded properly. The blade was turned as per the xpi-s rotatable curved blades rev q, section 12.10.7.5 product inspection- verify rotating hub sins within irrigation collar. The inner blade would not turn and felt springy. This indicates that the spiral wrap failure extends down to the curvature of the blade. The product analysis confirms a blade break as a result of a spiral wrap failure. The root cause for the spiral wrap failure is unknown as there is no excessive wear or damage to the teeth of the blade. The only indication of misuse is the evidence of improper loading but it has not been determined if the blade was run in this loaded condition.

Event description:
It was reported that "the tip of the blade was broken during use. The customer used a backup device and completed the surgery. No patient impact. The patient information was unobtainable."